Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5068864) on 24-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pain with essure coils") and uterine leiomyoma ("fibroid") in a female patient who had essure inserted. Concomitant products included citalopram, gabapentin, insulin aspart (novolog) and insulin glargine (lantus). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required) and uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (davinci hysterectomy, salpingectomy, left ovary removal and cervix removal due to pain with essure) and surgery (davinci hysterectomy, salpingectomy, left ovary removal and cervix removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine leiomyoma with essure. The reporter commented: intervention, hospitalization, disability, medical significance were mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 24-apr-2017: case correction upon internal review on 12-may-2017: this case was not medically confirmed. On 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain with essure coils (interpreted as pelvic pain) and fibroid (interpreted as uterine leiomyoma), whereupon she underwent hysterectomy, salpingectomy, left ovary removal, and cervix removal. Essure was used for 10 years. The events were serious due to hospitalization, disability, and medical significance. Pelvic pain is anticipated in the reference safety information of essure, uterine leiomyoma is unanticipated. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the interventions performed, a causality of essure cannot be excluded (related). Considering the uterine leiomyoma, given its nature and high prevalence, a causality of essure is considered unlikely (unrelated). This case was classified as incident because of surgical intervention and device removal. The product technical investigation resulted in an unconfirmed quality defect.

Event description:
This case was initially received via regulatory authority (reference number: mw5068864) on 24-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pain with essure coils") and uterine leiomyoma ("fibroid") in a female patient who had essure inserted. Concomitant products included citalopram, gabapentin, insulin aspart (novolog) and insulin glargine (lantus). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required) and uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (davinci hysterectomy, salpingectomy, left ovary removal and cervix removal due to pain with essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine leiomyoma with essure. The reporter commented: intervention, hospitalization, disability, medical significance were mentioned but not specified and/or assigned to one of the events. Company causality comment: this spontaneous report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain with essure coils (interpreted as pelvic pain) and fibroid (interpreted as uterine leiomyoma), whereupon she underwent hysterectomy, salpingectomy, left ovary removal, and cervix removal. Essure was used for 10 years. The events were serious due to hospitalization, disability, and medical significance. Pelvic pain is anticipated in the reference safety information of essure, uterine leiomyoma is unanticipated. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the interventions performed, a causality of essure cannot be excluded (related). Considering the uterine leiomyoma, given its nature and high prevalence, a causality of essure is considered unlikely (unrelated). This case was classified as incident because of surgical intervention and device removal. A product technical analysis is expected. No active follow-up can be pursued in this ha case.